Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose and was vomiting. Customer's mother stated she doesn't know if insulin pump is working. The customer's blood glucose was 600mg/dl. The customer had some symptoms which were trouble breathing, stomach ache and vomiting. Customer reused an open insulin bottle, took 12 units by syringe. Advised customer to change entire set, reservoir, insulin and treat per doctor's instructions. Advised customer to visit an emergency room, due to his symptoms being of diabetes ketoacidosis. Advised customer to disconnect from insulin pump due to giving the correctional dose and not knowing if the insulin pump is working.